Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by biomed that they are repairing many pump modules that need the upper-pressure transducer replaced. The product issue was observed by bd associate during site visit. There was no patient involvement. Although requested, additional information was not provided, and no device will be sent to bd for further investigation.